Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the device would not recognize syringe size. There was no patient injury reported.

Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found tamper seal removed/broken: both broken. Top case cracked down left side and chipped corners. Chipped ear clip. Bottom case tabs broken. The reported issue was duplicated, found syringe plunger not in place at syringe test. The cause of the reported issue was due to impact broke the q1 chip off the plunger board. Plunger board glue was present but broken. Customer damaged. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a issue during the investigation.